Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. Door would not close. Site removed covers and checked door switches. Site checked sidewall door switch to ensure it was in tolerance. .005 thickness. Site then replaced covers and door was operating as it should. Returning to customer. . Codes b01, c07, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system's gantry door would not open. This occurred prior to a case, and the site switched to another imaging system available on site. There was no patient involved.